Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of sheath tear. Based on the condition of the returned unit and the description of the event, it is likely that a sharp object or instrument came into contact with the sheath, resulting in a hole or tear that further propagated due to the stress experienced by the sheath. The instructions for use (IFU) states, ¿avoid sharp instruments contacting the device, as it may damage the device or cause patient injury¿. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. This event was initially reported based on the description of the event. However, based on the additional information received from the complainant, applied medical determined that this event was not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: ni. Date of event: unknown. Event description: we have two faulty (B)(6). Additional information received from applied medical representative via email on 01dec25: I wasn't present so I am having to wait for responses from the customer. Additional information received from [name], (B)(6) quality engineer on (B)(6) 2026: "wanting to inform you that the pre-dc inspection was performed today (B)(6) 2026 at (B)(6), and we found both returned (B)(6) had a torn sheath." Intervention: ni. Patient status: no patient injury reported.

Event description:
Procedure performed: ni. Event description: we have two faulty alexis. Additional information received from applied medical representative via email on 01dec25: I wasn't present so I am having to wait for responses from the customer. Additional information received from ame quality engineer on 13jan2026: "wanting to inform you that the pre-dc inspection was performed today 13jan26 at the ame ci lab, and we found both returned alexis had a torn sheath." Intervention: ni. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.